Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm occurred during an attempted bolus delivery. The customer's blood glucose was 85 mg/dl. Troubleshooting found the customer's tubing was not bent or kinked. The customer stated they had tried all remedies for the no delivery alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.